Event description:
Customer was feeling ill, had blurred vision, and was urinating frequently. At 1:30, device reading = 512 mg/dl. Customer ate starchy foods so knew blood glucose would be elevated but was alarmed by the result. Customer went to the emergency room (ER). ER device = 371 mg/dl at 2:51 am and tubes of blood were drawn for assessment. No treatment was given. At 5:20 am, ER device = 285 mg/dl and at 6:00 am, customer was discharged. Customer was using expired strips and no controls. A request was made for return product and replacement product was sent.